Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with post-paced t-wave oversensing that was noted on a stored electrogram. Programming changes were made. Device remains implanted.